Event description:
The customer reportedly obtained a 373 mg/dl and 151 mg/dl on the accu-chek advantage system within a ten minute timeframe. No actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.